Event description:
It was reported that the patient never had therapeutic effect and stimulation in the wrong location. As a result of the event, the device explanted. Several reprogrammings had been done, but the stimulation had never been correct. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# nk(B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the cause of the event was determined to be that the stimulation was not in the correct area. The patient was noted to have recovered without permanent impairment.